Event description:
The customer reported that the insulin pump had multiple no delivery alarms and she had been experiencing high blood glucose levels. The customer also reported that she had recently been hospitalized due to low blood glucose levels. Customer stated that she had been receiving no delivery alarms, and was not using the wizard feature properly. Customer stated that while at her doctor's office, she passed out and had to be transported to the hospital via paramedics. Blood glucose level at the time of hospitalization was 24 mg/dl. The customer reported that after receiving a no delivery alarm, she was unsure of how much insulin to give herself. When she administered too much, she had the low blood glucose level resulting in the hospitalization. Blood glucose level at the time of the call was 263 mg/dl. During the call, the customer was able to bolus successfully. The customer stated that she would monitor the insulin pump and call back if the no delivery alarms continued.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.